Manufacturer narrative:
D9: date returned to mfg.: 7/14/2024. H3 and h6. Evaluation codes: updated. One unused sample of was received with its original packaging for investigation. The sample was visually inspected and was found within manufacturing specifications. The complaint cannot be confirmed, and the root cause is unknown. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the white mesh like material on either side of the connecter is wet/moist. They are only lasting a couple hours, when normally they last 24 hours. There was patient involvement and no adverse event/human harm. The patient discovered the issue after use and is continuing to use the product but at a faster rate as they are only lasting 2 hours. It is an ongoing issue as the patient needs to use the thermovent every day.